Manufacturer narrative:
A product investigation was performed for this device. The actual device was not evaluated by the manufacturer. The root cause of the broken step drill is attributed to a failure to follow instructions. Device was not returned to sign. The implant surgery was completed with no further issues. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 2016, that it was reported during a sign im nail surgery to repair a fracture that a step drill broke during surgery. No additional information has been provided.